Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4037 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("patent right fallopian tube with migration of the occlusion device completely out of the tube.") In a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4037 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): the uterine cavity is normal in contour. A fallopian tube occlusion device is well seated in the left fallopian tube. The tube is occluded as expected. The right fallopian tube occlusion device has migrated completely out of the fallopian tube and is located in the upper left pelvis. The right fallopian tube is normal in caliber and is patent with free spillage of contrast into the peritoneal cavity. Impression: patent right fallopian tube with migration of the occlusion device completely out of the tube. [Microscopy] (date unknown): the bilateral fallopian tubes have intact architecture and are lined by serous epithelium without cytologic atypia. Para tubal cysts are identified on one side. Specimen #2 contains a few portions of unremarkable adipose tissue. Also present are two metallic coils consistent with essure devices which are for gross identification only. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received : reporters information, patient medical history and lab data added, "event-medical device removal updated to device migration". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4037 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.